Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue and stent damage were confirmed. Difficult to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous distal right coronary artery (rca). During deployment of the 2.75x18mm xience prime stent delivery system (sds), the device failed to inflate and was removed from the patient with slight resistance noted. Additional, the stent implant was noted to be flared. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 2.75x18mm sds was successfully used to complete the procedure. There was no additional information provided.